Event description:
Facility reports that family indicates pt had series of high bg's and believes pt over delivered insulin causing death. Facility indicates pump cannot be released as it is being held as evidence.